Event description:
After surgery, nurse removed IV catheter from pts arm. It was noted that the plastic catheter was not attached to the hub of the catheter. The catheter tip was visible at insertion site and was removed with forceps.